Manufacturer narrative:
Date of report: 18jun2019. Date rec'd by MFR: 16jun2019. Multiple attempts were made to obtain repair information of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error codes ventilator restart, backup alarm failed, 35 volts supply failed, auxiliary alarm supply failed, blower stalled. There was no patient involvement.